Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message" was confirmed based on the archive data review and during functional testing. The root cause for the reported complaint was due to the corrosion on the brake housing area of the drive train motor. This type of corrosive damage is indicative of either infrequent daily checks and/or indicative of usage of the autopulse platform. The autopulse platform is a reusable device and was manufactured in october 2011 and is almost 9 years old, well beyond the expected service life of five years. However, storing the device in a location with high ambient humidity cannot be ruled out as a possible cause for the observed corrosive damage. The reported complaint of "the autopulse platform handle was observed broken" was confirmed during the visual inspection of the returned platform. A large crack was observed at the lower corner on the patient's left-hand side of the autopulse platform. The root cause could be due to normal wear and tear and/or due to user mishandling. The top cover will be replaced to remedy the issue. During further visual inspection, multiple cracks were observed at the screw well area of the bottom cover, unrelated to the reported complaint. The root cause for the observed physical damage could be due to normal wear and tear. The bottom cover will be replaced to address the issue. The archive data was reviewed and revealed multiple fault code 16 (timeout moving to take-up position) error messages; thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to fault code 16 error message displayed during take-up; thus, confirming the reported complaint. While powering on the autopulse platform, there was no brake activation. It was noticed that the drive train motor had corrosion at the brake housing area. The brake assembly was seized from corrosion which contributed to the cause of fault 16 and prevent the platform to perform compression. The corrosion at the brake housing area was removed using ipa (isopropyl alcohol). After removing the corrosion, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. During further functional testing, the load cell characterization test indicated that load cell module 1 value was over reported. The defective load cell module 1 will be replaced to remedy the fault. Awaiting customer's approval for repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, the autopulse platform (sn: (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message. The user was unable to clear the error code. In addition, the autopulse platform handle was observed broken. No patient involvement.